Event description:
A premature detachment was reported with the freestyle libre sensor. Customer reported the sensor detached from the adhesive after 7 days of wear and she required third-party treatment. No further details were provided and attempts to gather additional information have been unsuccessful thus far. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. The reported complaint is related to an adhesive issue-overbandage/support mount to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A premature detachment was reported with the freestyle libre sensor. Customer reported the sensor detached from the adhesive after 7 days of wear and she required third-party treatment. No further details were provided and attempts to gather additional information have been unsuccessful thus far. There was no report of death or permanent injury associated with this event.